Event description:
It was reported that a balance middle weight (bmw) guide wire was prepared inside the protective hoop, inserted into an unspecified guide catheter (gc) directly feeding out of the bmw protective hoop into the gc and the physician noticed the bmw guide wire was too short prior to the bmw guide wire entering the patients anatomy. It was partially removed from the hoop when it was noticed that all the guide wire was not there. The bmw guide wire was found separated into two pieces inside the protective hoop approximately 16 inches from the distal end of the bmw guide wire. The bmw guide wire was removed from the gc without issues and set aside. Another bmw guide wire was used successfully with the same gc for the procedure. There was no clinically significant delay in the procedure or no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.